Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: the aware date of the patient receiving the implant of the second transcatheter bioprosthetic valve was (B)(6) 2015.

Manufacturer narrative:
Medtronic's device implant query revealed that twenty two days post valve implant, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the ann ulus into the sinus of valsalva (sov) at 2/3 deployment. The valve was pulled into the descending aorta. The delivery catheter system (dcs) and some of the valve was pulled into the sheath, however, the valve became stuck and was not able to be pulled into the sheath. The valve was deployed into the descending aorta. No adverse patient effects were reported. It was reported that the patient may be assessed for an additional valve implant procedure in the future.